Event description:
It was reported that the anesthesia system failed to deliver oxygen. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. The system was investigated by our field service engineer. The o2 fresh gas module was found faulty and was replaced. The o2 fresh gas module was kept by the customer and was not returned for investigation. The system device logs were received. The evaluation of the received system device logs shows that alarms for o2 supply pressure low were generated in standby. The o2 fresh gas module regulates the inspiratory o2 gas flow. A faulty o2 fresh gas module may lead to a deviation from the expected amount of oxygen in the gas mixture. Flow an pressure may also deviate from the expected. Our conclusion, based on the field service engineer investigation, is that the reported failure was caused by the replaced o2 fresh gas module. Since the replaced part was not returned for investigation, it has not been possible to determine the root cause of this failure.

Event description:
Manufacturer's reference #: (B)(4).